Manufacturer narrative:
H6: impact code corrected from hypertension to hyportension.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that an effusion was documented in the patient chart as present pre-procedure. A watchman fxd curve access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. Transseptal puncture (tsp) was performed utilizing the versacross connect system with the was sheath. A pigtail was advanced and the pigtail and was sheath were placed in the laa and contrast injected to define the anatomy. The anatomy was measured, defined, and the wds device size was selected. The wds was prepped, the pigtail removed, and the wds inserted. Under fluoroscopy imaging the closure device was deployed with no apparent issue. It was noted that the distal portion of the device was over-compressed. Believing that it was sub-selected into the anterior lobe the closure device was recaptured. At the same time, it was noted that the patient blood pressure decreased with cardiac tamponade. The echo physician noted some indications of effusion. Contrast was injected noting a large pericardial effusion. A pericardiocentesis was initiated and surgery was called. The surgeon connected the patient to extracorporeal membrane oxygenation (ECMO) and transported to the operating room (or) where an atriclip was placed and stitching as needed. The patient exited the or in stable condition.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that an effusion was documented in the patient chart as present pre-procedure. A watchman fxd curve access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. Transseptal puncture (tsp) was performed utilizing the versacross connect system with the was sheath. A pigtail was advanced and the pigtail and was sheath were placed in the laa and contrast injected to define the anatomy. The anatomy was measured, defined, and the wds device size was selected. The wds was prepped, the pigtail removed, and the wds inserted. Under fluoroscopy imaging the closure device was deployed with no apparent issue. It was noted that the distal portion of the device was over-compressed. Believing that it was sub-selected into the anterior lobe the closure device was recaptured. At the same time, it was noted that the patient blood pressure decreased with cardiac tamponade. The echo physician noted some indications of effusion. Contrast was injected noting a large pericardial effusion. A pericardiocentesis was initiated and surgery was called. The surgeon connected the patient to extracorporeal membrane oxygenation (ECMO) and transported to the operating room (or) where an atriclip was placed and stitching as needed. The patient exited the or in stable condition.